Event description:
The abbott extra support 190cm wire was entered into the patient and used for a percutaneous coronary intervention (pci). Once the wire was removed out of patient's body, the physician discovered the wire had split.